Event description:
A product liability claim was raised. It was reported that the pt was implanted with a durom acetabular component 58/52 code r on the left side on (B)(6) 2008. To date, the pt has not been revised because of fear of complications. Currently, the pt is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive any devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in 07/2008. Should additional information become available and/or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).